Event description:
It was reported by service report that there was no power to the bed. It is unk if there was patient involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Eval result: the power cord was disconnected from the bed. Conclusions: the power was plugged into the unit and returned to service.